Event description:
Admitted with fractured lt lip on 4/21/94 was undergoing lt hip bipolar hemiarthroplasty on the 22nd. After the femoral canal was rasped & canal components tested, the canal was irrigated. Methyl methacrylate was placed using a cement gun & lightly pressulized with a thumb tip over the proximal femoral canal. Femoral prosthesis was placed by hand & held firmly till cement hardened. The head was attached hip rearticulated & put through range of motion. At this time, blood pressure & pulse dropped. Pt. Coded & expired after 40 mins of CPR.